Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 2800tfx 21mm aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of eight (8) years due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, e1, e2, e3, g3, g6, h2.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.